Manufacturer narrative:
Evaluation of the returned pod8 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was in its initial position within the ddt alignment feature. If the pod8 is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. The device was unable to be functionally tested. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous and narrowed. During the procedure, the physician advanced the first pod coil into the target location. After several attempts to advance and retract the pod coil for repositioning, the pod coil was being retracted through the middle of the lantern when the coil stopped moving. The physician noticed the pod coil had unintentionally detached and was contained inside the lantern. Therefore, the lantern containing the detached pod coil was removed and the coil was flushed out on the back table. The procedure was completed using the same lantern to implant a new pod coil of the same size, one pod packing coil (pod pc), and one ruby coil. There was no report of an adverse effect to the patient.